Event description:
Philips received a complaint on the suresigns vm 6 patient monitor indicating that on (B)(6) 2026, the heart rate was relatively high, reaching 180. The nurse immediately manually remeasured the patient's heart rate, which was around 70. The device was in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
Based on the information provided, the customer determined that the ECG leads had malfunctioned. Based on the results of the information provided, the cause of the reported problem is ECG leads. The part number and manufacture date of the ECG leads is unknown. It is not clear whether the faulty component is a philips product. The device returned to normal after replacing the ECG leads by the hospital. Section d: the manufacturing date for the reported device is prior to (B)(6) 2016 so no UDI required. Section e: reporting institution phone #: (B)(6). Section e: reporter phone #: (B)(6).